Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a wire that was torn. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: it was confirmed that the instrument was not used on the patient. Also, no patient information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation that the instrument was found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found to be exposed both within and outside of the insulation. The root cause of this failure is attributed to component failure. Additional observation not reported by site: the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.070¿ - 0.171¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the user. A review of the device logs for the maryland bipolar forceps (part# 420172-18 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.